Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(4) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the column was faulty; the column was replaced. The g8 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(4) 2017, which included data from 7-august-2016 through 9-september-2017. There were no similar complaints identified during the searched period, which includes this event. The g8 operator's manual under section 5.6 column replacement is as follows: 5.6 column replacement; replace the column in the following situations. When the pressure is more than what is indicated on the column inspection report + 4 mpa and is not reduced by filter replacement. When peaks on the chromatogram (particularly the shaded sa1c peak) have become broad or broken into two fractions. Caution: if this phenomenon is observed only with a specific sample, column deterioration may not be the cause. Other factors, such as a hemoglobin variant, could be the cause. When assay results for quality control samples are consistently out of the assigned ranges even after re-calibration. When the calib error persistently occurs. Please contact technical support if the above issues are not resolved after column replacement. The most probable cause for broad peaks was the column failed.

Event description:
On (B)(6) 2017, a customer reported that the flow factor broad peaks on the g8 instrument. The customer noted that the total area was in specifications but the pressure was low. The filter was replaced and the drain was flushed. The flow factor was adjusted but the sa1crt still fluctuated. There were also intermittent large expanded peaks. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.